Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.